Event description:
Phaco unit with disposable cassette was used for right cataract removal. During the full cortical removal of a cataract above the nucleus and after the initial nuclear auscultine, occlusion occurred with the tip of a disposable phacoemulsifier. The tip was removed and the disposable cassette changed with a mild amount of scleral burning to the inferior portion of the incision. The new phacoemulsification tip was inserted with no further problems. The MFR was notified. The handpiece was evaluated by the hosp's biomedical dept and returned to co rep.